Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving cassette pops out/hard to insert when trying to insert the cassette during step 1 of set up. The patient stated they need to power the cycler off and back on to get the black bar to allow the cassette in. The patient also reported the cycler makes a humming and clicking noise during the treatments. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that the patient was able to complete treatment on the cycler. No patient adverse effects were experienced, and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Corrected information provided in a1, b7, and h6.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed physical damage. The power entry module was damage. A known working power entry module was installed for further testing. The working power entry module was removed after testing. The simulated treatment pre-ast 15-minute 1000 ml test passed. During the internal inspection there were signs of an internal short on the metal contacts of the power entry module. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving cassette pops out/hard to insert when trying to insert the cassette during step 1 of set up. The patient stated they need to power the cycler off and back on to get the black bar to allow the cassette in. The patient also reported the cycler makes a humming and clicking noise during the treatments. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that the patient was able to complete treatment on the cycler. No patient adverse effects were experienced, and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified